Manufacturer narrative:
H10: on 15dec2023, the customer contacted the rse and confirmed that the central processing unit (cpu) printed circuit board assembly (pcba) was replaced. The customer was able to install their required software and made a successful connection to the device. The customer reprogrammed the serial number to the correct identifier and updated the settings they needed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received, it was stated that the previously advised software reload did not resolve the issue. The customer determined that the central processing unit (cpu) printed circuit board assembly (pcba) needs to be replaced because it was not communicating with the battery. The customer also provided that the patient information was asked but unknown. The investigation remains ongoing.

Manufacturer narrative:
H10: the customer contacted the remote service engineer (rse) and confirmed that the central processing unit (cpu) printed circuit board assembly (pcba) was replaced. The investigation remains ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was alarming power alarms. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was a check vent: ventilator restarted. The rse advised the customer to reinstall the operating software. The customer attempted to troubleshoot the issue by installing a new philips battery, but the check vent: ventilator restarted issue repeated every time. The customer was again advised to reinstall the operating software. This investigation is ongoing.